Event description:
It was reported that the user experienced recurrent low and high blood glucose while using the ilet, including a nocturnal low, after announcing dinner as a smaller meal and intentionally eating more to prevent an overnight low; the device alerted and oral glucose was used to treat, and education on meal announcements and low treatment was provided, with consideration of a factory reset to relearn meal dosing after discussion with the healthcare provider. Symptoms included malaise, hypoglycemia, and hyperglycemia. Outcomes included transient hypoglycemia to 42 mg/dl and hyperglycemia to 333 mg/dl without hospitalization. Investigation included troubleshooting, review of meal announcement practices, and discussion of device relearning through factory reset in coordination with the healthcare provider. Investigation of this case revealed that incorrect meal size announcement and subsequent algorithm correction likely contributed to postprandial hyperglycemia followed by a downward trend, with the device issuing alerts and the user treating with oral carbohydrates. It was concluded, based on similar reports, that user meal announcement behavior was the primary cause, with device performance consistent with design.